Manufacturer narrative:
(B)(4). The insulin pump was received with a broken reservoir tube lip, missing retainer, missing reservoir tube o-ring, cracked battery tube threads, cracked case battery tube, cracked case corner belt clip rails, cracked keypad overlay and missing display window cover. The test reservoir does not lock in place and unable to perform the displacement test due to the missing retainer and broken reservoir tube lip.

Event description:
Information received by medtronic indicated that the insulin pump had crack on the back of the insulin pump. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.